Manufacturer narrative:
The excor blood pump, s/n, (B)(4) on the patient at the time of the event was in use from (B)(6) 2022 until (B)(6) 2022 (161 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. A detailed investigation report will be provided as soon as it is available.

Event description:
Berlin heart inc. Clinical affairs was notified while on site, (B)(6) 2022 that, on (B)(6) 2022, the pump had a vibration and intermittent noise at the outflow valve. The patient had an increased ldh from 3383 on (B)(6) 2022 to >6000 on (B)(6) 2022, plasma free hgb 50 ast 29, alt 152, (B)(6) 22 increased to ast 952, alt 2199, (B)(6) 2022. The patient remained hemodynamically stable throughout. The berlin heart excor pump functioned as expected with complete fill and ejection, with no deposits noted in the pump, cannulas or connecting sets. Pump change occurred on (B)(6) 2022 without untoward effect to the patient.